Manufacturer narrative:
Concomitant medical products: 6947m62 lead, mdt-lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were blisters on the device pocket site with pain, local swelling, tenderness, warmth and erythema. An infection of the pocket was diagnosed. The patient was treated with antibiotics and subsequently the device and leads were explanted and not replaced. The patient is a participant in the (B)(4) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.